Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted or explanted. The complainant part is not expected to be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that one of the flexible reamers would not pass over a reaming rod with ball tip during a tibial nail procedure on (B)(6) 2016. The issue was encountered as the surgeon was attempting to ream the patient's tibia after seating the nail. Another instrument was readily available for use. The procedure was completed successfully with no reports of patient harm or surgical delay. Following the procedure, an additional attempt was made to pass the original flexible reamer through the reaming rod. With the application of force, the flexible reamer passed through, but a substance that appeared to be soft tissue or blood from a previous procedure came out. Thereafter, the devices were able to be used without complication. Therefore, the allegations against these devices are not for functionality. Rather, a contamination issue is being reported. The sterile processing department at the hospital has been notified; infection control individuals have also been alerted. This report is 2 of 2 for (B)(4).